Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with tobramycin (1gm, frequency and route of administration not reported) and cefazolin (1gm, frequency and route of administration not reported). At the time of this report, antibiotic treatment was ongoing, the patient remained hospitalized, the peritonitis was resolving, and the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient¿s peritoneal dialysis (pd) effluent was clear and the patient¿s antibiotic treatment was discontinued. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.